Event description:
It was reported that the arctic sun device was having issues with flow and the nurses sent it down. It was determined during functional that the device functioned as normal, heating and cooling.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined as the reported issue could not be reproduced. The device was evaluated upon receipt. Cannot be determined or reproduce at the service depot. Performed pm procedure. Serviced circulation pump, mixing pump, heater. Drain valves, manifold o-rings, tank tubing, circulation pump motor, flow meter, coin cell. The arctic sun passed functionality testing in compliance with manufacturer specifications, functions normally and is ready for use. The reported event is unconfirmed, risk review, labeling/packaging review, and DHR review are not required. Correction: d, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device was having issues with flow and the nurses sent it down. It was determined during functional that the device functioned as normal, heating and cooling.